Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the battery was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals removed, scratched lens and bubbled downstream occlusion sensor seal. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. The pump was able to power on with standard batteries. No fault was found as the investigation was unable to duplicate the reported problem. No action was required. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.